Event description:
The flexible shaft broke. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the flexible shaft were checked and found to be in compliance with the technical drawings and specification. The examination of the manufacturing papers showed no deviations regarding materials analysis, strength stability. The values were in compliance with specification and with the international standard. The fracture face is homogenous with indicates material conformity. No product fault could be detected. Based on the complaint description we are not able to determine the exact cause which has led to this occurrence and can only assume that a mechanical overload during use cause this breakage. The lot in question was manufactured in january 2007 and we are not aware of any quality related issues.